Event description:
A male in his late 40's, reported pain in his foot around surgical site post-operatively. (This patient had an mpj fusion surgery on (B)(6) 2015) x-rays were taken and it was determined that the 300-50-004 plate was broken and a non-union had occurred. (Screws used with this plate were 3.0 locking screws) follow up with the doctor was performed by the sales rep and the following information was relayed back to corporate. The surgical technique was followed. Parts were not sent back to corporate. The 300-50-004 plate was removed from the patient on (B)(6) 2016 and the surgeon used a 4.0 mm tiger cannulated screw to fixate the site. The surgeon confirmed a non-union.